Event description:
Medtronic received information that this pericardial temporary pacing lead, placed post-operatively, did not capture during pacing. There were no adverse patient effects. The lead was discarded after the procedure. Attempts to obtain additional information were unsuccessful.

Event description:
Medtronic received information that this pericardial temporary pacing lead, placed post-operatively, did not capture during pacing. There were no adverse patient effects. The lead was discarded after the procedure. Additional information was received that the patient underwent a bypass procedure. The temporary pacing lead, which was placed in the right ventricle, exhibited sensing issues in addition to the loss of capture. The patient had an intrinsic rate in the range of 60 beats per minute (bpm); however, the physician desired temporary pacing in the range of 70 bpm. The physician subsequently elected to rely on the patient's intrinsic rate. No additional pacing issues or adverse patient effects were reported.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history could not be reviewed as no lot number was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.